Event description:
It was reported the subject device had broken and blurry lens. The issue occurred during setup/inspection for use. There were no reports of patient harm or patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken distal fiber, cracked objective lens, damage outer tube, stain under cover glass, chipped, dent video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken objective lens. The most probable cause is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.